Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one of the sealed bd insyte¿ IV catheters had no shield. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that one of the sealed bd insyte¿ IV catheters had no shield. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no sample was returned in support of this complaint. However a photograph was returned. Bd was able to confirm the complaint for the defect claimed. Although there were no evidences of records of absence of component in the device history record review and no records of non-conformity or quality notification of absence of component for the claimed batch, the complaint was confirmed by analysis of the photo containing the claimed product. Investigation conclusion: on the basis of the results of the investigation, the root cause of the incident in question can be attributed to a failure a caused during manual feeding of product, when the product is placed inside the blister cavities in the packaging machine. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following: event attributed to: other, device single use?: no, device returned to manufacturer: no.